Event description:
It was reported the patient had a full body MRI on (B)(6) 2015. The patient met with the nurse practitioner after the MRI and was reportedly not feeling stimulation or receiving therapy. Troubleshooting was done and impedances were measured to be greater than 4,000 ohms on all ¿connections.¿ the patient, physician, and nurse practitioner were reportedly discussing next steps and if a revision needed to be done. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0dklr, implanted: (B)(6) 2013, product type: lead. (B)(4).